Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 846838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2011 (previously reported) and in current pfs implant date is (B)(6)2011. Essure devices with 8 trailing coils on the right and 6 trailing coils on the left. Lot number: 846838 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of the essure coil has broken and is free floating within the endometrial cavity'), device expulsion ('a piece of the essure coil has broken and is free floating within the endometrial cavity') and pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 846838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included loop electrosurgical excision procedure, overweight, adenomyosis, paratubal cyst, adhesion and endocervicitis. Concomitant products included ibuprofen since (B)(6) 2011 and lorazepam since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash macular ("rashes or skin conditions type: red blotches on arms"), vaginal discharge ("vaginal discharge") and dry skin ("rashes or skin conditions type: dry patch skin"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), back injury ("back injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pain in extremity ("legs pain") and headache ("head pain"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, psychological trauma, vaginal haemorrhage, back injury, female sexual dysfunction, anxiety, rash macular, bladder disorder, urinary tract disorder, migraine, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry skin, pain in extremity and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, back pain, bladder disorder, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, psychological trauma, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and in current pfs implant date is (B)(6) 2011. Essure devices with 8 trailing coils on the right and 6 trailing coils on the left current weight 212lbs. Discrepancy noted in essure removal, as per pif product in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pathology test - on (B)(6) 2021: cervix: mild chronic endocervicitis. Endometrium: - benign proliferative pattern. - essure coils within endometrial cavity, myometrium: adenomyosis. Serosa: adhesions. Fallopian tubes, right and left: paratubal cysts. Lot number: 846838 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. New events added: device breakage and device expulsion. Reporters, concurrent conditions surgery names were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of the essure coil has broken and is free floating within the endometrial cavity'), device expulsion ('a piece of the essure coil has broken and is free floating within the endometrial cavity') and pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 846838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included loop electrosurgical excision procedure, overweight, adenomyosis, paratubal cyst, adhesion and endocervicitis. Concomitant products included ibuprofen since (B)(6) 2011 and lorazepam since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash macular ("rashes or skin conditions type: red blotches on arms"), vaginal discharge ("vaginal discharge") and dry skin ("rashes or skin conditions type: dry patch skin"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), back injury ("back injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pain in extremity ("legs pain") and headache ("head pain"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, psychological trauma, vaginal haemorrhage, back injury, female sexual dysfunction, anxiety, rash macular, bladder disorder, urinary tract disorder, migraine, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry skin, pain in extremity and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, back pain, bladder disorder, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, psychological trauma, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and in current pfs implant date is (B)(6) 2011. Essure devices with 8 trailing coils on the right and 6 trailing coils on the left current weight 212lbs. Discrepancy noted in essure removal, as per pif product in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pathology test - on (B)(6) 2021: cervix: mild chronic endocervicitis. Endometrium: - benign proliferative pattern. - essure coils within endometrial cavity, myometrium: adenomyosis. Serosa: adhesions. Fallopian tubes, right and left: paratubal cysts. Lot number: 846838 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of the essure coil has broken and is free floating within the endometrial cavity'), device expulsion ('a piece of the essure coil has broken and is free floating within the endometrial cavity') and pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 846838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included loop electrosurgical excision procedure, overweight, adenomyosis, paratubal cyst, adhesion and endocervicitis. Concomitant products included ibuprofen since (B)(6) 2011 and lorazepam since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash macular ("rashes or skin conditions type: red blotches on arms"), vaginal discharge ("vaginal discharge") and dry skin ("rashes or skin conditions type: dry patch skin"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), back injury ("back injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pain in extremity ("legs pain") and headache ("head pain"). The patient was treated with surgery (hysterectomy and salpingectomy and total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, psychological trauma, vaginal haemorrhage, back injury, female sexual dysfunction, anxiety, rash macular, bladder disorder, urinary tract disorder, migraine, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry skin, pain in extremity and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, back pain, bladder disorder, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, psychological trauma, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and in current pfs implant date is (B)(6) 2011. Essure devices with 8 trailing coils on the right and 6 trailing coils on the left current weight 212lbs. Discrepancy noted in essure removal, as per pif product in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pathology test - on (B)(6) 2021: cervix: mild chronic endocervicitis. Endometrium: benign proliferative pattern. Essure coils within endometrial cavity, myometrium: adenomyosis. Serosa: adhesions. Fallopian tubes, right and left: paratubal cysts. Lot number: 846838 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-nov-2021: mr received. Reporter information, product removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 846838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included loop electrosurgical excision procedure and overweight. Concomitant products included ibuprofen since august 2011 and lorazepam since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash macular ("rashes or skin conditions type: red blotches on arms"), vaginal discharge ("vaginal discharge") and dry skin ("rashes or skin conditions type: dry patch skin"). In september 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), back injury ("back injury"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pain in extremity ("legs pain") and headache ("head pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, vaginal haemorrhage, back injury, female sexual dysfunction, anxiety, rash macular, bladder disorder, urinary tract disorder, migraine, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry skin, pain in extremity and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, back pain, bladder disorder, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pain in extremity, pelvic pain, psychological trauma, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and in current pfs implant date is (B)(6) 2011. Essure devices with 8 trailing coils on the right and 6 trailing coils on the left current weight 212lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Lot number: 846838 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- apareunia (inability to have sexual intercourse), psychological or psychiatric condition: anxiety, rashes or skin conditions type: red blotches on arms, dry patch skin, bladder or urinary problems or changes, migraines / headaches, dental problems, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss, back injury, legs pain, head pain, did not undergo confirmation test. Onset date of event dyspareunia, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea were updated. Reporter information, aka name, medical history, concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 846838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2011, (previously reported) and in current pfs implant date is (B)(6) 2011. Essure devices with 8 trailing coils on the right and 6 trailing coils on the left. Most recent follow-up information incorporated above includes: on 30-oct-2019: plaintiff fact sheet received. Case upgraded to incident. Event per pfs: abnormal bleeding (vaginal). Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.